Event description:
It was reported the programmer was not responsive to the touch stylus. The programmer was able to interrogate devices, however once interrogated, the parameters could not be manipulated. The programmer was returned for service. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the customer comment, the programmer was unresponsive to the touch stylus and the parameters could not be manipulated.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.